Manufacturer narrative:
Concomitant medical products: PICC line;syringe, therapy date (B)(6) 2018. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "24 week old gestation infant had tpn infusing in PICC line at 2.1 cc/hr (correct per physician order) and lipids. At 0858 rn obtained poc bedside glucose, result > 600 mg/dl. Inspection of IV pump showed tpn rate setting of 16.5 cc/hr, lipids rate and volume setting correct. Stat serum blood glucose = 510 mg/ dl. IV pump has been sequestered and requesting for bio-medical department for equipment check and collection of history data. There is no hard limit' guard on tpn IV solution as there is for other medication administrations. Tpn and lipids infusion at 2.1cc/hr". The customer reported that the tpn IV rate was decreased to 1ml/hr due to the serum blood glucose of 510 mg/dl. The nurse practitioner was notified, the tpn was discontinued, and a 0.9ns IV solution was begun to infuse at 2.1 ml/hr. Glucose levels and electrolytes were monitored every 30-60 minutes thereafter until within normal limits. At 0945 the blood sugar was 491, at 1046 was 298, at 1117 was 224, at 1144 was 151, at 1215 was 101, at 1317 was 63, at 1414 was 71 and at 1500 electrolytes were within normal limits. At 1148 the tpn was resumed and the patient's vital signs were stable throughout. There was no lasting harm to the patient.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "24 week old gestation infant had tpn infusing in PICC line at 2.1 cc/hr (correct per physician order) and lipids. At 0858 rn obtained poc bedside glucose, result > 600 mg/dl. Inspection of IV pump showed tpn rate setting of 16.5 cc/hr, lipids rate and volume setting correct. Stat serum blood glucose = 510 mg/ dl. IV pump has been sequestered and requesting for bio-medical department for equipment check and collection of history data. There is no hard limit' guard on tpn IV solution as there is for other medication administrations. Tpn and lipids infusion at 2.1cc/hr." The customer reported that the tpn IV rate was decreased to 1ml/hr due to the serum blood glucose of 510 mg/dl. The nurse practitioner was notified, the tpn was discontinued, and a 0.9ns IV solution was begun to infuse at 2.1 ml/hr. Glucose levels and electrolytes were monitored every 30-60 minutes thereafter until within normal limits. At 0945 the blood sugar was 491, at 1046 was 298, at 1117 was 224, at 1144 was 151, at 1215 was 101, at 1317 was 63, at 1414 was 71 and at 1500 electrolytes were within normal limits. At 1148 the tpn was resumed and the patient's vital signs were stable throughout. There was no lasting harm to the patient.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection noted the device to be in fair condition with the instrument seal not intact. The only observed anomalies were dull iui connectors. There were no other anomalies observed. Analysis of the pcu event log shows pump module s/n (B)(4) received a remote IV request for parenteral nutrition ¿ tpn standard (drug ID 233) at a rate of 2.1ml/hr with a vtbi of 60ml at 10:17 am on (B)(6) 2018. Based on the log review the infusion rate was changed to 16.5 ml/hr by the user at 7:00 am on (B)(6) 2018 and ran at this rate until 8:58 am when the user changed the rate to 1ml/hr. 32.4ml was delivered during the time period when the rate was programmed at 16.5 ml/hr. Functional testing performed found the device to be delivering fluid within specification. The root cause of the customer¿s report of an overinfusion was due to user programming.